Event description:
It was reported that impedance readings were greater than 40,000 ohms. It was noted that after an implantable neurostimulator (ins) replacement post-operative impedances were high. It was noted inter-operative impedances were not run. Left side c-0 was 771, c-1 was 742, 0-1 was 969 and all other electrode combinations were greater than 40,000. Right side c-5 was ok and all other electrode combinations were greater than 40,000. Pre-operative impedances were all good. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, implanted: 2012 (B)(6); product type lead.

Event description:
Additional information received reported the high impedance readings had been taken when the patient was in the post anesthesia care unit. The patient was taken back into surgery and the connections were disconnected, cleaned and re-connected. Impedance values were normal. Manufacturing representative had not heard anything negative in regards to how the patient was doing after the procedure or in regards to receiving therapeutic effect.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, product type lead. (B)(4).